Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited small amplitude/high frequency noise with oversensing for approximately one second. This noise appeared consistent with either muscle or electromagnetic interference (emi) noise. However, it was noted that the lead was over 13 years old, and the observed noise may be indicative of insulation integrity concerns. Technical services (ts) discussed troubleshooting options to rule out possible causes. This crt-d system remains in service. No adverse patient effects were reported, and the patient was not pacer dependent.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.